Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on this defibrillation lead resulting in oversensing and pacing inhibition. It was reported that a lead fracture is suspected due to high impedance measurement.